Manufacturer narrative:
Continuation of d10: product ID: 97745ac, serial# unknown, product type: accessory. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient called back and reported that they had not been able to get through the pairing process, as the controller would not connect to/find their ins. The patient said they would consistently get to the no device found screen, and when they pressed recharge the pairing process would start all over again from the beginning. The manufacturer's patient services specialist (pss) asked the patient to remove battery from the controller to read serial, then the patient realized they had the old controller, and couldn't find the replacement at that time. Pss asked, the patient confirmed they had not swapped the battery pack from the old controller to the replacement and instead had been using aa batteries that came with the replacement. Pss reviewed they would need to use the rechargeable battery pack in order to charge the ins, so was likely the root of why they were unable to progress to charging/locating the ins. The patient will find controller, swap batteries, and attempt connecting again. If they continue to have difficulties from there, they will call back.

Manufacturer narrative:
Continuation of d10: product ID 97745ac (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) stated the ac power cord was kinked, cut, and not charging the controller. Patient said they noticed this on friday. An email was sent to the repair department to replace the ac power supply. Pt called back in and reported after they received the ac power cord their controller still did not power on. Pt removed the battery pack and plugged the a/c cord into the controller but the controller did not power back on. Agent sent an email to repair to replace the controller.